Event description:
Sales rep reported to richard wolf medical instruments corporation (rwmic) that during a procedure the device arched. No injury to pt or staff reported. Similar device readily available for use therefore no delay in procedure. In addition to the arching, device would not release loop.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2013. Device appeared severely worn. Spark may have been due to moisture left on the lock housing during cleaning. Device history: manufactured 10/2010, purchase (B)(6) 2011, repaired once (B)(4) 2012. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional info, we will provide FDA with follow-up info.